Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled", "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.